Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, and distribution records according to the description of the product(s) used was conducted. All records revealed that all product(s) lots were manufactured within specifications and distributed in accordance with all operating procedures. During evaluation of the returned hardware, a fracture was observed at the shoulder transition of the proximal screw shaft. Material analysis indicated the fracture occurred in tension.trauma or post-operative activities could have contributed to premature hardware failure.

Event description:
On (B)(4) 2017 it was reported to k2m, inc. That a revision surgery took place due to a broken screw. Revision surgery took place (B)(6) 2017. Related to 3004774118-2017-00215.